Event description:
Main body placed, no problem. After placing the ipsilateral leg, the physician thought that he had noticed a type I endoleak on the angiogram. Therefore an iliac leg with a distal diameter of 12mm was telescoped up inside the initial iliac leg in order to achieve the 12mm diameter at the landing zone. The right hypogastric was then embolized due to an additional placement of an iliac leg extension at the distal end of the added leg extension. The physician felt that he wanted to extend the iliac leg further down the external iliac. After placement of the iliac extension, the physician still viewed the same visual signs of an endoleak. At that time, the physician realized that the initial assessment of a type I endoleak was incorrect. What was visual was a type ii endoleak from retrograde flow from the collateral arteries.